Event description:
Attorney alleges that the patient underwent surgery for implant of unspecified devices namely composix kugel hernia patch on (B)(6) 2007, bard mesh on (B)(6) 2016 and ventralex on (B)(6) 2020. As reported, the patient is making a claim for an adverse patient outcome against all the devices. Attorney alleges general allegations for "past, present, and future damages, including but not limited to, mental and physical pain and suffering for severe and permanent personal injuries sustained by the patient.¿ it is also alleged that the patient experienced emotional distress and the device was defective.

Manufacturer narrative:
No conclusions can be made. The patient's attorney alleges "past, present, and future damages, including but not limited to, mental and physical pain and suffering for severe and permanent personal injuries sustained by the patient"; however, no details have been provided. No lot number has been provided; therefore, a review of the manufacturing records is not possible. This emdr represents the bard flat mesh (device #2). Additional emdr's were submitted to represent the bard/davol composix kugel (device #1) and ventralex (device #3). Note, the date of event is considered to be a best estimate as 06-mar-2025 based on the date of awareness. Should additional information be provided, a supplemental emdr will be submitted. Note: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Manufacturer narrative:
No conclusions can be made. The patient's attorney alleges "past, present, and future damages, including but not limited to, mental and physical pain and suffering for severe and permanent personal injuries sustained by the patient"; however, no details have been provided. No lot number has been provided; therefore, a review of the manufacturing records is not possible. Note, the date of event is considered to be a best estimate as 06-mar-2025 based on the date of awareness. Addendum: h11: this is an addendum to the initial MDR submitted. This supplemental MDR is submitted to correct the implant date in event description. This supplemental emdr represents the bard flat mesh (device #2). Additional supplemental emdr's were submitted to represent the bard/davol mesh ¿ composix kugel (device #1) and bard/davol mesh ¿ ventralex (device #3). Should additional information be provided, a supplemental emdr will be submitted. Note: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
Attorney alleges that the patient underwent surgery for implant of unspecified devices namely composix kugel hernia patch on (B)(6) 2007, bard mesh on (B)(6) 2016 and ventralex on (B)(6) 2020. As reported, the patient is making a claim for an adverse patient outcome against all the devices. Attorney alleges general allegations for "past, present, and future damages, including but not limited to, mental and physical pain and suffering for severe and permanent personal injuries sustained by the patient.¿ it is also alleged that the patient experienced emotional distress and the device was defective. Addendum: attorney alleges that the patient underwent surgery for implant of unspecified bard/davol composix kugel hernia patch on (B)(6) 2007, bard flat mesh on (B)(6) 2016 and ventralex on (B)(6) 2020. As reported, the patient is making a claim for an adverse patient outcome against all the devices. Attorney alleges general allegations for "past, present, and future damages, including but not limited to, mental and physical pain and suffering for severe and permanent personal injuries sustained by the patient.¿ it is also alleged that the patient experienced emotional distress and the device was defective.